Manufacturer narrative:
Evaluation results: lesion morphology- (calcified lesion). Inherent risk of procedure - (stent deformation). Deformation problem. Conclusion results: lesion morphology- (calcified lesion). Inherent risk of procedure - (stent deformation). (B)(4).

Event description:
It was reported that the physician pre-dilated the proximal lcx with a balloon(6-8atm), the physician then proceeded to use a 2.5mm x 30mm endeavor resolute (rx) but the device failed to cross. The physician changed to another 2.5mm x 30mm endeavor resolute (rx) to deploy in the middle of the lcx and post-dilated with a 2.5mm x 12mm nc sprinter balloon (12-14atm). It was reported that the physician proceeded to pre-dilate proximal of the lad and attempted to implant a 2.25mm x 30mm endeavor resolute (rx), but the device failed to cross the lesion due to calcification. The physician did rotablator and changed to another brand stent. Post-dilation was done with a 2.75mm x 15mm nc sprinter balloon (12-14atm). The surgery was successful. No patient injury occurred and no clinical sequelae were reported. The endeavor resolute device that failed to cross the lcx was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. A number of struts on the first distal segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).